Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had an artifact on the electrocardiogram (ECG) port due to a loose ECG connector. Analysis also indicated that the tabs on the power cord bay door were broken, the keyboard hinges were broken, the upper and lower case handles were broken, the personal computer memory card international association (pcmcia) card slot ejection button was broken, the disk drive frame was missing, the keyboard slide was missing, the programmer had internal and external contamination, and the stylus was broken. The programmer will be scrapped and replaced.

Event description:
It was reported that the programmer had an artifact on the electrocardiogram (ECG) port. The programmer was returned to service. No patient complications have been reported as a result of this event.